Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a severed lead; severed 294 mm from the terminal pin with only the proximal segment received. Further visual inspection of the lead segment showed lead body damages, including insulation abrasion/cuts as well as puncture holes. A deformed/stretched conductor coil and a single setscrew marking were also exhibited. Detailed analysis confirmed the conductor coils were deformed, flattened and fractured at approximately 294 mm from the terminal pin. Tissue was noted entwined in the area of the fracture, as well as missing insulation. The type of damage observed was consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported high impedance measurements, was likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine follow-up, this right ventricular lead was exhibiting impedance values over 3000 ohms. An x-ray confirmed the lead conductor was fractured. The patient was hospitalized and the lead replaced. No adverse effects were reported prior to, nor during the replacement and the explanted lead is intended to be returned for laboratory analysis.